Event description:
A surgical director reported following an intraocular lens (iol) implant surgery, a lens was exchanged. The patient experienced blurry vision due to the incorrect diopter of the lens implanted. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated that the product met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action warranted at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4).